Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced bowel problems, recurrence, bleeding, dyspareunia, emotional distress and product problem. The plaintiff also experienced infections, erosion, rectocele, enterocele, pelvic pain and pressure, urinary frequency, and urgency. The plaintiff underwent mesh removal. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00492 related to MFR# 2183959-2015-00493.